Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning was noted on both right atrial (ra) lead and the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further that the ra and rv lead impedance warning occurred during a surgical procedure.